Event description:
This complaint is from literature source. It was reported that one patient had pericardial effusion requiring pericardiocentesis. There were no reported malfunction with any of bwi catheters and systems used during the case. During follow-up with physician, it was stated that the complications were not device related but procedure related. Title: ¿effect of peri-procedural amiodarone on procedure outcome in long standing persistent atrial fibrillation undergoing extended pulmonary vein antrum isolation: results from a randomized study(speculate). The purpose of this study was to assess the effect of amiodarone on procedural-outcomes in long- standing persistent atrial fibrillation (lspaf patients undergoing catheter ablation. A total of 112 patients were enrolled in the study between july 2010 to june 2012 at the participating sites. It was reported that carto mapping and circular mapping catheter lasso were used during the case, however, there is no information regarding ablation catheter.

Manufacturer narrative:
The product is not available, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: product: carto mapping system, us catalog # unknown, serial # unknown; product: circular mapping catheter, us catalog # unknown, lot # unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).